Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, the brown (-5v) wire was intermittent inside the trunk cable. The cause of the non-functional electrodes is the intermittent wire. The root cause of the intermittent wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.